Event description:
(B)(4). Initial info received from a physician via a company sales rep on (B)(6) 2008: two months after treatment with poly-l-lactic acid (sculptra), a female pt developed an unspecified number of non-visible papules. The physician also reports that 8 months after treatment, the pt developed 2 epidermal cysts, one high on the cheek and one on the jawline. She reports that these are on the same side in the areas near the papules. No further medical info reported.

Manufacturer narrative:
Add'l implant dates: (B)(6) 2006, (B)(6) 2006. Add'l info for sculptra (lot #/exp date unk) from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved mfg batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable. Add'l info received from physician reporter on 4/3/08: the physician reported that the pt returned on (B)(6) 2007 because she felt some little bumps on her left cheek and chin. (Onset of the event not provided). The physician reported the bumps were not visible, but she felt a few little papules. No treatment was taken at this time. When the pt returned on (B)(6) 2008 saying she had "swellings" on her face; the physician reported that they were like "epidermal cysts". (Onset of event not provided). The physician injected the cysts with intra-lesion triamcinolone (kenalog) and when she saw the pt a month later, 2 of the 3 cysts were much better. She reinjected the 3rd cyst with triamcinolone. The physician states she cannot see the cysts anymore, but she can still feel them. Indication was provided as "volume loss in the face" (the pt is not (B)(6) positive). Therapy dates provided as (B)(6) 2006. The physician indicated that all 3 treatments were tolerated well at the time. Events reported as ongoing. Lot # a5010 provided/exp date not provided. No further medical info reported. Add'l info received from a physician on 7/21/08: date of birth provided. The physician, a dermatologist, reported that this currently (B)(6) pt was injected with poly-l-lactic acid reconstituted with 5 mm of sterile water and with 1 mm of lidocaine. Total volume injected not specified. Route was provided as subcutaneous. The areas injected were the cheeks, for volume loss, and the marionette lines. Treatment dates were confirmed. Lot number confirmed as a5010, no exp date provided. The pt developed 3 small papules several months post treatment: 2 on cheeks and one on chin; they were not visible and were not treated. Months later, date unspecified, the pt presented with cystic (cysts) in the same area, which were injected with 5 mm/cc of triamcinolone acetonide (kenalog) intralesional. The cysts resolved. The report indicated that the event resolved with treatment. No biopsy was taken. No tests were done for the events. The report indicated that the poly-l-lactic acid was not discontinued because of the event: physician indicated that they had finished treating the pt. The last injection of poly-l-lactic acid was (B)(6) 2006, and the product was not restarted. The physician also reported that the pt had a cyst "which looked like a ganglion cyst" on her wrist: no poly-l-lactic acid had been injected in the area. The physician stated that it made her wonder if the pt was "prone to cyst development," although the pt told the physician that she had not had epidermal cyst on her face before. Concomitant medication included progesterone (prometrium), estrogens conjugated (premarin), sertraline (zoloft), tolterodine (detrol), sumatriptan (imitrex), alendronate sodium (fosamax), and lidocaine. Medical history was reported as "none." Physician reported that the events (development of cysts at sites and papules), were related to poly-l-lactic acid. No further medical info reported.